Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017 during revascularization of the distal rca, there were areas of under expansion noted in the 2.25 x 16 mm distal rca study stent which were difficult to dilate. After aggressively dilating with a non-complaint balloon, reasonably good expansion was noted.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR# 2134265-2017-13236 and 2134265-2017-13237. It was reported total occlusion and angina occurred. In (B)(6) 2013, the patient presented due to unstable angina (braunwald classification: iib) and was referred for cardiac catheterization. Target lesion # 1 was de novo long lesion extending from the proximal right coronary artery (rca) to distal rca with 80% stenosis and was 37 mm long with a reference vessel diameter of 3.5 mm. Target lesion # 1 was treated with direct placement of 2.25 x 16mm, 3.50 x 12 mm and 3.00 x 16 mm promus element plus stents. Following post dilatation, the residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient presented with unstable angina and was referred for diagnostic cardiac catheterization. There was diffuse in-stent restenosis (isr) throughout the rca with 30% to 40% proximal vessel stenosis and occlusion of the vessel in its proximal to distal segment. The patient was monitored post procedure and was continued on aggressive medical management of their coronary artery disease with adjustment of antianginal therapy. Percutaneous coronary intervention (pci) was not performed due to contrast load as well as tortuous anatomy from left radial approach. Three days later, the patient returned for staged pci of the distal left circumflex artery(lcx) and rca due to worsening coronary artery disease (cad). The chronic total occlusion of the 2.25x16mm study stent in the distal rca was treated with balloon angioplasty with residual 20% in-stent restenosis in the distal vessel. On the same day, the chronic total occlusion of the posterior descending artery (r-pda) was treated with balloon angioplasty. The chronic total occlusion of the right posterolateral ventricular branch (r-plv) was also treated with balloon angioplasty. Additionally, the 80% eccentric stenosis of distal lcx was treated with placement 2.75 x 20 mm synergy stent with 0% residual stenosis. The patient was discharged home with a plan to continue on dual antiplatelet therapy and to resume previous cardiovascular regimen.